Event description:
Map shift observed during procedure. No pt injury was reported. If a map shift occurs without alerting the user, there is potential for pt injury due to risk of ablating in the incorrect location.